Event description:
A supplemental report is being submitted to include the device investigation results, see h11.

Manufacturer narrative:
The investigation found the web implant to be within visual and dimensional specifications; however, supplemental imaging was unavailable for review. Without imaging, the investigation cannot verify the web implant migrated as described, nor could the investigation definitively determine the cause of the reported event and therefore, this complaint is considered non-verifiable.

Event description:
As reported, the case was for treatment of left pcomm aneurysm. Access was achieved in left groin. A ballast 088 long sheath, sophia ex 115cm support catheter, via 17 microcatheter, synchro select standard straight 215cm was used for the case. Physician took a 3d spin and diagnostic images. Reviewed the images and got measurements to determine the size of the web. The measurement was avg width 3.05 height 2.63, a 4x3 was decided for treatment. Before device was deployed images were taken that it looked good. The device was deployed, and post deployment images were taken, with a measurement of 1.08 of lateral compression. Again, it looked good. Approximately 5 hours after the case the patient complained of right sided deficit. The physician took the patient back to the lab to obtain images to see what was happening. After getting images the web had migrated to the left mca. Then the physician snared the web and took it out of the patient. The next day the patient was improving and going to get an MRI brain scan. The device was stated to be used off-label. It was used in the left pcom.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.